Event description:
The event was reported by a customer from (B)(6): "informed by clinical nurse of a fault with sapphire infusion pump program, which potentially could have clinical impact. Under very specific programming steps, fault with sapphire programming caused: additional of dosages of different drugs, unable to differentiate units (adding dose of mg to mcg and vice versa) this fault occurs with or without the drug library software in place. Here is a real life scenario that could lead to a fentanyl infusion showing a bolus history of 11mg being given. (At 11mg this is a fatal dose of fentanyl): previous infusion on pt is morphine 1mg/ml demand bolus 1mg, nurse commence program on pump for fentanyl order for demand bolus of 10mcg, prime line and switch off pump (this because pt is still in operating room and nurse want to get pump ready before hand). Pt comes into recovery, nurse switch pump on presses, repeat last infusion, and reviews the program for fentanyl as previously programmed and starts infusion. Pt dosing with pca, pump delivers fentanyl 10mcg of bolus, and if at the end of this bolus, and nurse check the bolus history the pump shows the screen below, which states during a fentanyl infusion 11mg was given. (Displayed, not actually infused)". Delay in therapy: no. Need for medical intervention: no. Human harm: no". Additional info received on 06/22/2015: kindly acknowledge no pt involvement or harm was caused as a result of this complaint. Up on replicating the fault of sapphire pump multiple times for confirmation, technical code was sometime used to override it. The pump has been in used since the event; it is medical demo pump, for demonstration and education purpose only. Not used in pts or any other clinical settings.

Manufacturer narrative:
(B)(4).